Event description:
Customer reported being hospitalized due to diabetes ketoacidosis, high blood glucose and dehydration. Customer also stated, he may have had a reaction to a shot he was given. Customer will call back to complete the troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.